Event description:
The patient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Testing of the device showed that the device is functional. Revision surgery will be scheduled.